Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bypass of gastroenterostomy. According to the reporter: during procedure, the knob of the device was not retrieved once pushed upon firing for the first time. The metal part at the root of knife was found bent. Also, the tissue was stapled properly but the knife did not run. Another device was used to continue the procedure. Additional tissue was resected.